Manufacturer narrative:
Sections have been updated to reflect additional information received for this reported event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during manufacturing. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records were reviewed and there was no documentation supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
On (B)(6) 2016, the patient was discharged from the hospital to home with orders for vancomycin and doxazosin. As of (B)(6) 2016, the patient completed their prescribed antibiotic therapy, the infection cleared, and the patient continued ccpd therapy without any further issues.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's mother reported the patient was hospitalized with peritonitis. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to hospital on (B)(6) 2016 with symptoms of peritonitis including abdominal pain and cloudy effluent. On (B)(6) 2016 he was diagnosed with peritonitis. The patient's effluent culture did not show growth but did have an elevated white blood cell count. He was treated with vancomycin. He was discharged from the hospital (B)(6) 2016 and his last dose of vancomycin was (B)(6) 2016. The patient's status was reported as recovered.